Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results pending completion of evaluation. Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned sample was visually inspected for any anomalies, no white cap, no sparger and no buffer were present upon receiving. Upon closer look at the large blue vent cap, some crystallized white residue was noted between the threads. The large blue vent cap was found stuck and was not able to be tightened or loosened. The returned sample was leak tested by connecting with manometer and syringe, submerged and pressurized with air to around 406 mmhg, when it started to leak. After removing from the water bath, it was observed that the white residue was dissolved. An attempt to tighten the large luer vent cap, it was able to tightened up to half thread. It was leak tested again, pressurized up to 1023 mmhg for 30 seconds and no leaks were observed. Three samples from the 13 unopened units that were returned from the customer were visually inspected, leak tested and pressurized > 1000mmhg for 30 seconds. No anomalies or leaks were observed. The root cause for this event was determined as the large blue vent cap was not fully tightened either during setup of the circuit or after the gas calibration, when the large blue vent cap was loosened, it had not been retightened fully prior to use in the line, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 7, 2017. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.